Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the finger clutch was not working at times and the universal surgical manipulator (usm) would continue to move. The customer stated the issue was intermittent, but was not sure if it was the upper or lower finger clutch and was not sure which usm specifically the surgeon had issues with. The customer stated there were no faults or system messages reported. The technical support engineer (tse) reviewed the logs, but found no related issue. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and no further issues were noted. The site informed the fse that the surgeons that followed had no issues to report and the problem has not re-occurred since. The system was working properly, and no additional action was required as the issue was resolved.